Event description:
It was reported that it was very difficult to insert the lead into the implantable neurostimulator (ins) connector of the ins. The screw seemed to be too tight. Both the ins and lead were implanted. High impedances were measured after the implant procedure (> 4000 ohms). The physician was planning to re-operate on the patient and, at that time, try to fully insert the lead into the ins connector. No patient injury was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.